Manufacturer narrative:
MDR 1219913-2014-00204 was submitted on (B)(6) 2014 for a false negative advia centaur xp hcv result that was discordant to an alternate method and western blot and historical information. Al multi reagent lot stduy was performed to determine if this was a site specific issue or a lot specific issue. In addition, inno-lia western bot testing was to better understand the reactivity of the sample results section the advia centaur ahcv results are : 0.39 index [lot 062245] , 0.35 index [ lot 062248], and 0.30 index [lot 062249] the inno lia result is c1 +/- and c2 1+ all other bands are negative conclusion the customer response on the advia centaur hcv and the immunoblot is compatible with the findings by siemens. This is not a site issue this is not a lot specific issue. The advia centaur ahcv instructions for use lists the clinical sensitivity as 100% (449/449) with a 95% ci of 99.18% to 100%. This rare discordant negative is within the expected performance of the assay.

Event description:
A (B)(6) advia centaur xp hcv (ahcv) result was obtained on a patient sample and considered discordant compared to an alternate (B)(6) test method and western blot results as well as historical information on the patient. There is no known report of patient treatment being altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hcv assay result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The issue appears to be patient specific since the sample was (B)(6) on two advia centaur xp systems. Siemens has requested the sample for internal investigation. A siemens field application specialist (fas) went on site and reviewed the quality control results and the calibration of the assay and found them to be acceptable. The limitations section of the instructions for use (IFU) states the following: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6)antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."